Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter alleged that the pump was emitting multiple cs 006 call service alarms. It was noted that the alarm occurred on three or more occasions within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/08/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/30/2015 with the following findings:a review of the pump¿s black box history showed no evidence of cs 006 call service alarms occurring. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The pump case was removed and no intermittent condition was found to the printed circuit board or to the continuous glucose monitor module. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked at the case seal. The returned battery cap and cartridge cap were used to complete all testing. Also unrelated to the complaint, evaluation revealed that the display was dim and discolored. The complaint that the pump was emitting cs 006 call service alarms was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.